Manufacturer narrative:
D4 updated to include product list number in the catalog number field. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving sample ID (sid) from the ticket was valid and met assay specification requirements generating no error codes or flags for the controls. There was no evidence of potential amp plate carryover risk for the sid involved in this investigation after review of the plate mapping data analysis. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performing outside of the established design performance specifications according to the amplification curve analysis. Quality data review device history record (DHR) / batch record review: a review of the manufacturing packet for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was performed and did not identify any issues which could have potentially resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify records that were potentially related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059. Complaint history review a lot specific complaint history review was performed to identify complaints related to the sars-cov-2 discrepant results reported while using the alinity m sars-cov-2 amp kit (lot 09n78-095) lot 522059. The complaint history review did not identify a potential product deficiency. As a result of this investigation, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522059 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive results on their alinity m sars cov-2 assay that were being questioned by the patient. The patient questions the results since after their initial positive result they had taken multiple other pcr tests which results were negative. The specimen was only in transit one day, there was no pooling, and it was no longer then 4 hours on the instrument. Retest or retest results were unknown. There was no report of any adverse impact to patient management due to this observation.